Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
B3: date of event is estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that closure of an unspecified access site was attempted using a prostyle device. Reportedly, after deployment, the footplate would not close, so a surgical cutdown was required to remove the device from the patient. There were no other issues with the prostyle device. Hemostasis was achieved via the cutdown. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.